Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the customer reported the suspect component is not available for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarm. The customer performed troubleshooting; but the issue was not resolved. The customer reported there is no patient involvement associated with the event.